Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported low readings issue with the freestyle libre sensor. The medwatch report contained the following information: the customer reported a scan reading of 111 mg/dl compared to a capillary test result of 200 mg/dl. The customer additionally reported differences between scan and capillary result ranging from 46 to 89 mg/dl. There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.